Event description:
Two separate incidences of the cooling blanket leaking. The events occurred two days apart. One was a kool kit and the other was a single blanket, so different products/lots. First incident: cooling blanket found leaking. The blanket had been attached to the blanketrol and was filling when it was noted water was leaking and running onto the floor. The leak occurred on the center seam. The blanket had not yet had contact with the patient. Second incident: cooling blanket found to be leaking while patient was on it. Appeared to be leaking from the central seam. (This was a single cooling blanket - not part of the kool kit.)